Manufacturer narrative:
Citation: tomala o, et al. Comparison of outcomes of trans-subclavian versus trans-apical approaches in transcatheter aortic valve implantation. Journal of cardiothoracic surgery. 2022 aug 4;17(1):180. Doi: 10.1186/s13019-022-01929-0. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes in patients undergoing trans subclavian (ts) or transapical (ta) transcatheter aortic valve implantation (trans subclavian). All data was retrospectively collected from a single center between january 2013 and march 2020. The study population included 140 patients who underwent tavi via the ts (n = 50) or ta (n = 90) access site. Of the 50 patients in the ts group (predominantly female; mean age 79.4 years; mean weight 73.1 kg; 100% white), 42 were treated with the medtronic evolut r system. No unique device identifier numbers were provided. In the ts group, 16 deaths occurred within three years of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the ts group, non-access site adverse events included: aortic regurgitation/paravalvular leak (mild to moderate), valve migration (dislodgement), bail-out valve-in-valve implantation, post-implant balloon dilation of the implanted transcatheter valve, unspecified peri- and post-procedural complications, and need for permanent pacemaker implantation. In the ts group, access site adverse events included: valve malpositioning and unspecified vascular access site and access related complications. No interventions were stated to have been performed because of these complications. Additionally, the authors described one case in which the enveo r delivery catheter system capsule ¿snapped¿ during the procedure and the device had to be withdrawn from the patient. No additional adverse patient effects or product performance issues were reported.